Event description:
It was reported that the home patient (hp) experienced peritonitis. On the same day, the patient was hospitalized for the peritonitis. On the same day, the patient was switched to hemodialysis and their catheter was removed. The patient was treated with cefazolin (2gm, IV, daily). After one day, the patient was discharged from the hospital. At the time of this report, the patient was recovered from peritonitis. No additional information is available. This is report 2 of 4 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers gd894303 and gd894865. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).